Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd maxzero¿ zero reflux IV connector the tubing broke inside valve and leakage occurred. The following information was provided by the initial reporter, translated from french to english: extension tubing broken inside the valve, with product leakage and compromised seal of the venous approach (risk of bleeding or air leakage), systematically with diprivan.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 23025523 d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2023 . H6: investigation summary two mz1000 samples were received for investigation; one sample was received without packaging and one sample was received in sealed packaging from lot 23025523. A connecting doran international three-way tap extension set was also returned. The feedback provided by the customer suggests the male luer of the extension set had broken inside of the maxzero. A visual inspection of the complaint sample confirmed the customer's experience as the male luer of the doran international extension set had broken off and was found lodged in the female luer adaptor (fla) of the maxzero. Functional testing was performed on the mz1000 sample received in sealed packaging, by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid, a secure connection was established and no flow issues or leakage was detected throughout testing. The syringe was connected and disconnected from the maxzero device numerous times, no damage was detected on the syringe or maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025523 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined in this instance, however, no manufacturing defects were observed to the maxzero which may have contributed to the damage to the male luer of the doran extension set.

Event description:
It was reported that during use with bd maxzero¿ zero reflux IV connector the tubing broke inside valve and leakage occurred. The following information was provided by the initial reporter, translated from french to english: extension tubing broken inside the valve, with product leakage and compromised seal of the venous approach (risk of bleeding or air leakage), systematically with diprivan.